Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc found that the reported phenomenon and followings. There were turbidity and rust on the subject device. There were some dents on the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the evaluation, there was the possibility that this phenomenon was attributed to the external force to the subject device due to the inappropriate user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection after use by the user, it was found that there was a crack on the insertion section of the subject device. The user facility completed the intended procedure with the subject device. There was no report of patient injury associated with the event.